Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.287" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: there was no issue with the harmonic ace instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had excessive pressure to the cutting edge. The procedure was completed with no reported injury.